Event description:
Patient reported she has experienced hyperglycemia of 500 mg/dl, dizziness, nausea, increased thirst, and headaches for the past 4 days. She also had a ketone measurement of "+++." She changed the infusion set 8 times and the cartridge 3 times and delivered insulin via the infusion device, but she was unable to lower her blood glucose. Her basal rates are "ok," and she does not have an infection. She and her diabetes specialist do not trust the infusion device and believe the insulin delivery is inaccurate. The infusion device was requested for evaluation. She did not require treatment from a health care professional or second party to address the issue.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
Conclusion the complaint cannot be verified, the product meets the specification regarding the customer's allegation. Result the delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. Nothing unusual was found in the pump history. Consumables: infusion set: the sample was visually inspected and tested for flow and tightness. The test results were within specifications. The problem mentioned by the customer could not be reproduced.